Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/12/2020. A manufacturing record evaluation was performed for the finished device lot number pcq092, and no non-conformances related to the reported complaint condition were identified. Additional h3 investigation summary: it was reported that the needle deswaged during routine use. Three unopened samples of product code 3706h34, lot # pcq092 were received for evaluation. During the visual inspection of three unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure in 2019 and the suture was used. It was also reported that the needle deswaged during routine use. There were no patient consequences reported.